Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter primary tubing set got disconnected from a triple stock cock extension set (non-baxter product). This was further stated as ¿the stopcock on the triple extension set separating from the other two stopcocks¿ (not further specified ). This was identified prior to reaching the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.